Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacture representative went to the site to test the imaging system. The system was recharged and the power button was reattached. The system then performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of procedure. It was reported that the imaging system could not start and that the power was low. Troubleshooting found that the on/off switch fell out. It was noted that the system was unplugged during vacation time. Since the on/off switch was loose, it was likely that the system did not turn off correctly and drained the batteries. No patient was present.